Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Felt bristles at back of throat [foreign body in throat]. Nearly choked on bristles [choking sensation]. Brush heads came out into mouth...then second clump came out-oral-b/power oral care refills [device breakage]. Case narrative: consumer and her husband stated via phone that while using the replacement toothbrush heads consumer felt the bristles at back of throat and brush heads came out into her mouth. She nearly choked on them. No serious injury reported.